Event description:
The device was used a CABG procedure. Reportedly, the instrument was difficult to remove from tissue. The surgeon manually manipulated the device free and completed the procedure with a new instrument. No pt injury reported.